Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.. Reference MFR report 1627487-2015-12386. It was reported, the patient's leads were explanted and replaced with a different model. The patient reportedly receives effective stimulation. The patient's issue is resolved.

Event description:
Device 1 of 2. Reference MFR report 1927487-2015-12386. It was reported the patient experiences ineffective stimulation which reprogramming was unable to resolve. Images taken show the lead migrated. Surgical intervention may be taken at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).